Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had seeping wounds under the lifevest (lv) electrodes. It was reported that the patient's doctor prescribed hydrocortisone cream for the wounds, and the patient's skin condition improved.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.